Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Cloud - locked down/smartphone. Data not available. Cloud - omnipod 5 software app version. Data not available. Cloud - smartphone operating system. Data not available. Cloud - smartphone hardware. Data not available. Cloud - cgm sensor type. Data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian reported the patient experienced blood glucose levels of 38.8 mmol/l (699 mg/dl). Insulin was reported to be leaking from the pod site (leg). The pod was worn on the leg for approximately 2 hours before the patient required medical attention at the emergency room (a&e emergency room at the rbi in newcastle). The patient was experiencing vomiting and consistent drinking. The pod was removed at the hospital. The patient was diagnosed with diabetic ketoacidosis (dka) and treated with fluid and insulin. The patient went to the hospital at 8:30 am on (B)(6) 2026 and was discharged at 4:00 am on (B)(6) 2026.